Event description:
It was reported, the physician implanted a 25mm gore helex septal occluder to close an atrial septal defect. The defect measured approximately 12mm. The day following implant, it was discovered that the device had embolized to right pulmonary artery. A snare was used to remove the device and a non gore occluder was implanted. The pt was doing well following the procedure.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specifications.